Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. However, the device alarmed button error and it had intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The device had received with minor scratches on the lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and customer was unable to clear it. Customer removed the batter and the alarm reoccurred. Customer's blood glucose was 24.4 mg/dl, treated with manual injection. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.